Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Event description:
Customer reported that he had some issues with his insulin pump. Customer stated that his insulin pump was not delivering the right amount of insulin. Customer stated that he change his infusion set, reservoir and over calculated his insulin pump setting, but the high blood glucose remained. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.